Event description:
The caller reported damage to the tandem charging cable and wall adapter, which were no longer functional. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the damaged charging supplies along with a pump replacement.